Event description:
It was reported that upon probing the pedicle on the left at l3, the tip of the ball feeler probe broke off in the middle of the vertebral body. It was reported that there were no adverse consequences to the patient and no significant delay. Depuy synthes spine has requested information as to the location of the broken tip.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
Addtional informaton received 9/27/13: the tip of the ball tip feeler was not retrieved from the vertebral body.

Manufacturer narrative:
Visual inspection of the ball tip feeler straight [product code: 2750-10-140, lot no: unknown] confirmed that the ball on the tip of the feeler had been broken off. The tip of the ball tip feeler could not be inspected as it remains implanted in the patient. A 12 month review of the complaint trend analysis found no complaints for issues of a similar nature. It is inconclusive as to how the tip of the feeler became broken upon probing the pedicle; therefore, the root cause is undetermined. As there has been no systemic trend associated with the tip ball tip feeler tip breaking this file will be closed with no further action required.